Event description:
Add'l info: lens was explanted on 6/27/2001.

Event description:
Lens opacification was observed approximately 28 months post-operative. Pt's visual acuity at last examination was 20/60. Lens remains implanted in the pt's eye.